Event description:
It was reported that the pump stopped all insulin delivery. The customer had not tested blood glucose level at the time of the report. There was no reported impact to the customer's blood glucose level. It was reported that the customer has undergone radiation treatments every day while wearing the pump.

Manufacturer narrative:
The t:slim pump user guide states that the t:slim pump should be taken off and removed from the procedure room during an x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), or other exposure to radiation. The device is expected to be returned; however, the device has not yet been rec'd. A supplemental report will be submitted if the device is rec'd.